Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a myopic overcorrection following an intraocular lens (iol) implant procedure. The target refraction was plano, but the patient's six week postoperative refraction was -3.00+1.00 x 136. The physician reported the preoperative measurements using several keratometry readings were very close. Postoperatively, the iol was in the bag and directly on axis. A mild posterior capsule opacity was noted.